Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified another complaint reported to this lot and appear to be related to a potential product quality issue. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. However, during preparation of a steerable guide catheter (sgc), the dilator was unable to be flushed. It was noted that the dilator did not have a pilot hole access at tuohy device. There was an attempt to create access through end hole but was unsuccessful. The wire was unable to pass through tuohy end or distal end. Therefore, the sgc was not used and was replaced with another sgc. One clip was then deployed on the mitral valve, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.